Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and the inability of the repair department to reproduce the issue, the heavily corroded connector pins resulted in contact failure and image defects. This issue is addressed in the instructions for use (IFU): "do not use a humidifier near the video system center as condensation may occur and cause equipment failure.". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and repair. The reported problem could not be duplicated or confirmed. The unit was tested with multiple scopes and an olympus, clv-190 light source. The video image was produced with no problems noted. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was "popping up and going away." The problem, as reported to olympus, first occurred during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5, e2, e3 and g2.

Event description:
The problem occurred during the middle of a "screening" procedure. No other devices were involved in the event. There was no delay in procedure in which the subject device was used and associated with the reported problem. The intended procedure was completed using the same device.